Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition of sticky trigger identified during service and evaluation is confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by germany that during service and evaluation, it was determined that the trigger of the battery handpiece device was sticky. It was further observed that the device was fractured and had illegible etch. It was determined that the moving parts of the device did not move smoothly. It was further determined that the device failed pretest for general condition, marking and labeling, checking for mechanical free movement and checking for sticky triggers. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.